Manufacturer narrative:
One tapered screw-vent implant (tsvtwb10) was returned for investigation. A visual inspection of the as returned product identified little to no bone residue within the external threads of the implant. The internal hex of the implant was unable to be inspected as the mount could not be removed. Functional testing to recreate the reported event was conducted. It was found that the mount screw was unable to be removed from the implant. The device malfunction is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined. The following sections have been updated: date of this report; device expiration; UDI: (B)(4); date received by manufacturer; checked "follow-up"; checked follow-up type; changed "no" to "yes"; date of manufacture; entered evaluation codes; and added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. Initial reporter¿s title, last name and email address are not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports that implant (B)(4) could not be separated from the post. Procedure was completed. Tooth site # 30.